Manufacturer narrative:
(B)(4). Batch #unk. Date of event in unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the following additional information and the device: can you please clarify the information provided in the event and on the attached complaint submission form. Was the date of the surgical procedure january 7, 2020? Did clips fall off the structure they were applied to? Was the patient given a blood transfusion? As the patient outcome was listed as "recovered: (B)(6) 2020, did the patient remain in the hospital from the original procedure date of (B)(6) 2020? If yes, was this hospitalization due to the event that occurred with the device? How much bleeding occurred during the procedure (please quantify the amount)? How was the bleeding controlled during the procedure (since patient was not given blood transfusion)? Was there any change to the procedure as a result of the bleeding that occurred? Was there any change to the patient's post-op care as a result of the bleeding that occurred during the procedure? Was the patient's hospitalization extended due to the bleeding that occurred during the procedure? Was there any patient consequence as a result of the bleeding that occurred during the procedure? Please provide further detail of this event. Thank you. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clips are not closed or clipped when the device was released, resulting in excess blood loss. No additional blood bags were required and the patient has been discharged. No additional information was provided at this time.